Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in good condition. The top and bottom cases were in excellent condition. There was no visible contamination on the pump. The customer reported motor rate (mre) error problem was found in the event history log (ehl). An occlusion test was performed. The mre was reproduced during testing. The mre occurred because the following components did not function as intended: motor bracket, worm coupling and worm gear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem (mre) was unknown. A root cause was not established. The aforementioned components were replaced. The pump also underwent preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
Information was received that device had motor rate error. No adverse effects reported.